Event description:
Reporter alleged obtaining discrepant results stored in the memory of the advantage sys. Reporter stated it stored 205 mg/dl instead of a 503 mg/dl. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.